Manufacturer narrative:
The insulin pump passed displacement test and self test. No hardware low level failure alarm noted during testing, however, hardware low level failure alarm was confirmed in the formatted history file due to cold solder joint at u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump had motor arm cannot communicate with the main arm and hardware low level failure alarm. The customer¿s blood glucose level unknown at the time of the incident. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.